Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. Device manufacture date - unknown due to lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the doctor had an angio-seal device that failed on a patient and the patient needed surgical intervention. Additional information was received (B)(6) 2019: the procedure that was being performed was a leg angio with a 6fr right femoral artery (rfa) procedure sheath. The angio-seal device failed 24 hours later and the patient developed a cold leg. A pre-deployment angiogram was performed. Hemostasis was achieved by the angio-seal. The patient was in stable condition. A fem pop bypass was performed after the angio-seal achieved hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the event description and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received march 17, 2019: the puncture site was at the level of common femoral bifurcation. An angiogram was performed to diagnose the occlusion/ thrombosis. There was diminished pulses. The user facility reported that there was no direct allegation against the device or that it contributed to the event.